Event description:
The customer reported via phone call that she had a high and low blood glucose but not hospitalized. Customer's blood glucose was unknown mg/dl. The customer was treated with the insulin pump. After troubleshooting was done for high blood glucose, the customer was advised that we would send high pressure clamps and sample sets. Customer was advised to call helpline back when she gets the high pressure clamps. The customer was offered to troubleshoot for low blood glucose but declined.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.